Manufacturer narrative:
(B)(4). Month and day unknown. Only year (2018) is known. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the device didn't work. Once the device head was attached to the stem into the body patient, the stapler blocked and it didn't fire, even if a great force was applied to the handpiece. The device was replaced. The defective device was tested with a great force on a sterile dressing and it was noted that only a few mm of the staples came out from the sterile dressing and a single clips line was performed, instead of two. It was risked a conversion to open surgery for the patient. The customer will keep the device in accordance to the local directive for a specified time. After that it will be released. There were no patient consequences reported.